Event description:
The holter monitor showed that the pulse generator was pacing at 30 pulses per minute (ppm). P-waves were seen on the strip, but were not being tracked by the pacemaker. The device was programmed to a base rate of 60 ppm. Ventricular sensitivity was 2.0 mv bipolar and autocapture was on. The mode was changed to vvir, then back to dddr. Sensitivity was doubled to 4 mv and blanking was extended. Autocapture was turned off and output was set to 5 v.

Manufacturer narrative:
Na